Manufacturer narrative:
(B)(4). Work order search. Results: a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the pt had a micl13.7 implantable collamer lens implanted in the left eye. On the 24 month icl postmarket study form, the pt indicated having been prescribed eye drops or had surgery because the physician said there was high pressure or glaucoma inside the eye. Additional info was requested from the surgeon but not yet received. If any additional info is obtained, a supplemental medwatch will be submitted.